Manufacturer narrative:
Methods: the device was received for analysis. The evaluation of the pump is currently in progress. A visual inspection was performed on the returned unit. A review of the device history record (DHR) is in progress for the lot number reported. Results: evaluation and investigation results will be provided once they are completed. Conclusions: at this time the investigation and analysis are still in progress. A follow up report will be submitted upon completion. Information from this incident has been included in our product complain and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.

Event description:
Fill volume: unk. Flow rate: 10ml/hr. Procedure: unk. Cathplace: unk. Report 2 of 2; reference: 2026095-2014-00230/(B)(4) (a) pump 2 it was reported by an international distributor that 2 incidents of fast flow occurred. For device number 2, it was reported that "the flow rate was too fast". No known patient impact nor any medical intervention was reported.